Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please find attached the analysis report. (B)(4).

Event description:
Reportedly, the patient was implanted with the subject device on (B)(6) 2017. During a follow-up visit on (B)(6) 2017 no adverse events were noticed. It was reported that the subject patient passed away on (B)(6) 2018; the reason of death is unknown.